Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, (1) tube was missing gel. There was no health impact or consequences reported.

Manufacturer narrative:
G5: PMA/510(k)#: one additional code applies; k230855. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. This report is a replacement to the original submission under MFR report # 2243072-2024-00677 on 05-jun-2024 in order to file against the correct site registration number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing gel was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, (1) tube was missing gel. There was no health impact or consequences reported.